Event description:
Lead was capped due to high pacing impedance and lead noise. No inappropriate therapy was delivered but the noise caused pacing inhibition and the patient is dependent. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.